Event description:
The customer reported that: all image monitors died in the middle of a difficult case. The monitors were rebooted and case resumed.

Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.